Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer reported that the tip cover for the monopolar curved scissors (mcs) fell off when they removed the instrument. The customer noticed the cover was missing and retrieved the cover. The tip cover came off as a whole and no shard/pieces were left behind. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the tip cover fell, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer noted that they had retrieved the tip cover to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The product associated with this event was not returned for failure analysis investigation.